Manufacturer narrative:
January 06, 2010. This event concerns a device that was manufactured and used outside the united states. (Other): analysis of electronic records and files. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B)(4). According to available data, the device operated as intended. All of the oversensing episodes were non sustained episodes and did not trigger any therapy (because they were non-sustained). Such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or ventricular lead issue.

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2007. During scheduled f/u visit on (B)(6) 2007, the physician observed episodes of inappropriate detection of ventricular fibrillation (oversensing). Ventricular sensing threshold was programmed at 0.6mv at implant; it was reprogrammed to 0.8mv during this f/u. Defibrillation lead: st jude model 1580.